Manufacturer narrative:
The device was returned to the manufacturer for analysis. The relay was ok, but the stand alone board had an electrical issue of no voltage. The reported event was confirmed. The root cause was found to be a malfunction of the power control board assembly. The device was replaced at the site to resolve the issue.

Event description:
A surgeon reported that, while in a spine procedure, the o-arm 1000 imaging system was not booting any longer. The x-ray section of self-test was not finishing properly. The surgeon opted to halt the procedure. There was no incision made when this occurred. Surgery to be rescheduled.

Manufacturer narrative:
Patient information was unavailable from the site.replacement standalone xrelay service kit shipped to site. (B)(4) 2014 - medtronic representative performed a imaging system check-out, passed mechanical tests. Trouble-shooting performed. Isolated stand alone control board without function.(B)(4) 2014 - medtronic representative performed a imaging system check-out. Isolated stand alone board, x-ray solid state relays and varistor replaced. System functions tested. Imaging failure is resolved.suspect device has not been returned to manufacturer for analysis.